Event description:
It was reported that the device was used during a robotic prostatectomy and was changed to an open prostatectomy with a lymph node dissection. The procedure was not converted to an open due to the device issue. On the first firing with a green reload on the prostate tissue, the device would not clamp down on the tissue to be fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged yoke. Eval summary: the analysis results found that an ats45 device was received with the anvil open and without reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.